Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the screen was frozen and they were unable to clear the alarm. Customer's blood glucose reading at the time of the call was 350 mg/dl and has treated. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No frozen screen observed. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube and lip, and cracked belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.